Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically repositioned due to dislodgement. This issue was discovered as lead had high capture threshold measurements and impedance issues were detected via latitude. The dislodgement was confirmed with a chest x-ray. No additional adverse patient effects were reported.